Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision the femoral head & acetabular cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the bhr cup and bhr head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the femoral head. Similar complaints have been identified for the cup, this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. The bhr cup involved met manufacturing specifications at the time of production. Non-conformance was identified for the castings inspection procedure paperwork for the bhr head. However, all supporting documents confirm that this was an acceptable product when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical records were reviewed. The femoral neck fracture is likely the result of the patient being struck by a motor vehicle. The reported findings of erosion of metallosis type fluid, infection, and chronic and acute inflammation may be consistent with findings associated with metal debris. However, the subsequent infections occurred following implantation of competitor devices. Without complete supporting medical documentation, the root cause of the reported symptoms noted in the legal claim cannot be concluded and it cannot be concluded that the reported reactions/events were associated with a mal-performance of the implant. The patient impact beyond the revision and expected post-operative healing/pain cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to chronic pain and femoral neck fracture around the bhr arthroplasty.